Manufacturer narrative:
Investigation results: a visual inspection showed a small crack on the case cover. The hanger was bent from its normal position and indentations on the case bottom associated with the direction of the hanger bend were present. When the power switch was activated, both green leds were illuminated. The power supply was tested with a reference hemopro d.c. Extension cable and hemopro device. The power supply would not deliver energy to the hemopro device. The reported failure was confirmed. The power supply will be shipped to the OEM, starion, for further investigation. A supplemental report will be submitted when the investigation results are received from starion.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro power supply was shorting out and delivering energy intermittently. Staff switched out 2 different hemopro d.c. Extension cables, but with no success. A replacement hemopro power supply was used to complete the procedure. The hospital did not report any pt complications.